Event description:
It was reported that while using the bd facslyric¿ that there was carryover issues. The following information was provided by the initial reporter: last few weeks valve #8 responsible for sit flush is sticking, causing contamination into adjacent sample tubes. Sit flush sometimes causes excessive dripping from sip after sit flush command.

Manufacturer narrative:
Common device name: flow cytometric reagents and access. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that there was carryover issues. The following information was provided by the initial reporter: last few weeks valve #8 responsible for sit flush is sticking, causing contamination into adjacent sample tubes sit flush sometimes causes excessive dripping from sip after sit flush command.

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial #(B)(6). ¿ problem statement: customer reported a complaint regarding contamination-carryover that occurred on (B)(6) 2023 . Sit flush valve was sticking. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was repaired and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 663518. Date range from (B)(6) 2022 to date (B)(6) 2023. ¿ manufacturing device history record (DHR) review: DHR part # 663518, serial # (B)(6), file (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 11 complaints related to the issue of contamination- carryover caused by a mechanical problem (filtered by as reported code 1 and as analyzed code 1). ¿ returned sample evaluation: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4): case #: (B)(4) install date: (B)(6) 2022 defective part number: 336504 - two way pinch valve assembly nc work order notes: ¿ subject / reported: last few weeks valve #8 responsible for sit flush is sticking, causing contamination into adjacent sample tubes ¿ problem description: last few weeks valve #8 responsible for sit flush is sticking, causing contamination into adjacent sample tubes. Sit flush sometimes causes excessive dripping from sip after sit flush command ¿ work performed: replaced valve 8 and tubing, ensured sit flush was working normally, ran pqc, abort count. ¿ cause: worn out valve 8 and tubing potentially staying closed, causing sit flush to not function correctly and potentially causing backfill. ¿ solution: replaced valve 8 and tubing, ensured sit flush was working normally, ran pqc, abort count. ¿ parts replaced: 336504 - two way pinch valve assembly nc ¿ labeling / packaging review: n/a ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/ver. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no o hazard ID #: libivd-ra-100 3.1.7 o hazard: incorrect output for samples up to 1.5ml or less o cause: sample carryover error - fluidic o harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 o hazard ID #: libivd-ra-63 2.1.8 o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, the potential cause was determined to be a worn out v8 valve and its tubing. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of carryover was determined to be a worn out valve v8 and tubing. Dirt, debris or clogs in the fluidic system will contribute to flow rate and backflow issues, especially within the sample line. The fse (field service engineer) confirmed the issue and replaced v8 valve and tubing. No parts were requested for evaluation as the replaced part is not returnable. After the repair, the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and tubing was cleaned and reinserted before running patient samples. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/ver. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the customer experiencing carryover issues on the facslyric was determined to be a worn out valve v8 and tubing. The fse confirmed the issue and replaced valve v8 and tubing. After the repair, the instrument was tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a h3 other text : see h.10.